Event description:
It was reported that during a lap appy procedure, the device cut but did not staple across the artery. Some bleeding occurred. It is unk how procedure was completed. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.